Event description:
In 2008, the patient reported he has been getting many occlusion alarms on his insulin infusion device for the past 3 weeks. He stated he has used at least 30 infusion sets, has changed his cartridge 6 times and put on a new adapter last week. He said the occlusions have continued and he has had blood glucose readings in the 400's mg/dl. He stated he does not always check his readings with a meter as he knows his levels. Symptoms are the "typical high blood glucose symptoms." He said he is currently getting an occlusion alarm. To troubleshoot, the patient was instructed to disconnect from his headset and the alarm continued. The patient was instructed to remove the tubing and the device did not give an occlusion alarm. The patient stated he had no information on the infusion sets. During the call, the patient placed the same cartridge, adapter, infusion headset and tubing onto a prior infusion device he had and bolused 20 units of insulin without occlusion. He stated he would switch to the prior device. On follow up with the patient on the next day, the patient stated he has experienced occlusions with the prior device also. He stated he has a lot of scar tissue and uses products that are expired. The importance of not using expired products was discussed with the patient along with site rotation and management. He stated his blood glucose levels are better. A courtesy guide to site management and an insertion aid device were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.